Event description:
It was reported that a malfunction occurred. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur thereafter. The customer was advised to continue using the pump and to contact technical support if any further malfunction codes appeared, and the customer acknowledged this instruction.